Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 250 units of insulin. Customer¿s blood glucose value was between 130 mg/dl. Reportedly, the customer reloaded same cartridge and filled tubing with 10.2 u and was able to resume insulin delivery successfully.